Event description:
The customer complained that a single higher than expected vitros phyt quality control result was obtained from a control fluid when using vitros chemistry products phyt slides on a vitros 5600 integrated system. Vitros result: 30.62 ug/ml vs expected 25.2 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer stated that no patient samples were run for vitros phyt while quality control results were out of range. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a single higher than expected vitros phyt quality control result was obtained from a control fluid when using vitros chemistry products phyt slides on a vitros 5600 integrated system. The assignable cause of the event was unknown; however a vitros phyt reagent issue or a transient vitros 5600 system malfunction cannot be ruled out as possible contributing factors.